Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was over 201 mg/dl to 2100 mg/dl, 220 mg/dl at time of incident. Customer reported that the insulin pump system has not been in use within 48 hours of reported high blood glucose event and auto mode was active. Customer was not insisting on insulin pump replacement. Customer treated with bolus. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer tested for ketones and they are lower he had a high ketone event three months ago. The insulin pump will not be returned for analysis.